Event description:
Removal difficulty. Removal tool was inserted per procedure, and when it was pulled out, it was determined that the removal tool had been threaded through the tubing and had resulted in separation of the tubing from he portal tip. The portal tip was left in the chest as the patient was doa. I.o. Tube "served the patient well" up to that point.